Event description:
Following implant, the pt experienced an overdose and was given narcan. The pt had "side-effects of wackiness (lightheadedness)" and urinary hesitation that was temporary and went away. In 2009, the pt fell. Her right leg went to sleep after sitting in a chair for approximately 15 minutes and when she tried to stand up, she fell directly on the pump. The following month, pt had burning over the catheter and was feeling "high" on the medication; dizzy, wobbly, legs weak, vomiting, and intermittent "wackiness (lightheadedness)". As of eight days later, the symptoms were no longer present. The pt was feeling "much better". The pt also had fluid over the pump that was removed; this resolved the issue. The pt had fluid over part of catheter that was unresolved. It was noted that the pt had guillain-barre syndrome as a concomitant illness which caused neuropathy in both feet and a weak left leg. It was also noted that the pt had 2 rods and 27 screws in her back as well. A dye study was performed and no problem was found. The pt was told by the physician and nurse that her symptoms were not related to the pump and referred her to her primary care physician. The device system was used to deliver dilaudid. The pt was also taking oral vicodin. One week later, the pt reported burning over the catheter and urinary retention. The pt believed the symptoms were drug side effects; possible rejection of device; and she was concerned that her back hardware may be related to the catheter burning. The pt was considering having the pump removed. The pt met with her physician to discuss having the pump removed due to the side effects. They were considering medication changes in the pump and planned to reassess the situation at the pt's next appointment. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.